Manufacturer narrative:
Unit received with intermittent buttons due to flattened act dome switch, creased and moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube, end cap and battery tube threads. Unit received with minor scratched display window. Unit received with missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump broke. No further information was provided.